Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction, other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: broken pin inside white cable. Specific component(s) involved: external controller malfunction; other component malfunction, specify. Additional text: power module patient cable. Other component: power module cable-white. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad.